Manufacturer narrative:
(B)(4). Additional h3: it was reported that the device had a breakage suture issue. One empty labeled winding former, and a needle-suture in two pieces of product code z44, lot mj5191 were returned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The other section of the suture was damaged and cut. Due to the condition of the sample the functional test cannot be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/23/2019. A manufacturing record evaluation was performed for the finished device mj5191 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the unknown surgery, the suture was broken during use. There were no adverse consequences to the patient.